Event description:
The device is being returned for service and repair due to a possible disconnection of the lcd screen to the control module. There have been no report of biopsy interruption, and no patient consequences reported.

Manufacturer narrative:
Evaluation summary: based upon the inquiry information received visual and functional examination: the unit was found to require the dc motor adaptor replaced to be replaced. The device was functionally tested, met all product requirements and returned to the customer.